Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had passed away it was reported that the patient passed away due to kidney disease and was not wearing the dexcom system at time of death. A death certificate was not provided. Further event details were not provided. No product defects or failures were alleged. Based on available information, there is no evidence that usage of dexcom system caused or contributed to the reported event, patient was not wearing device at time of death. However contribution of diabetes mellitus in fatal outcome cannot be excluded due to the long-term complications. No additional event or patient information is available.